Event description:
The complainant reported that while on impella 5.5 support, the patient experienced ongoing bleeding, evidenced by red output from chest tubes and hematuria. The patient also had multiple runs of ventricular tachycardia and required additional hemodynamic support for blood pressure management. During the night, the patient received packed red blood cells (prbcs), cryoprecipitate, and fresh frozen plasma, with plans to transfuse additional prbcs. Lidocaine bolus was administered for arrhythmia control. The patient was eventually weaned off support and survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the reported issue has been completed. No product was returned for investigation. Major bleed: patient continues to have red output from chest tubes and red in urine. The cause of the bleeding is determined to be patient condition because red output is noted from multiple sites. Arrhythmia/ tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Hematuria/ hypotension: the cause of the clinical symptom was not determined due to insufficient clinical details.